Event description:
Customer called to report the pump had a no delivery alarm while the reservoir was out of the pump. It was stated that the pump alarmed during bolusing and priming. Troubleshooting was performed. The no delivery alarm occurred again. Customer denied that the pump was dropped, bumped, or exposed to moisture.